Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ca2 calcium gen.2 results for three patient samples and questionable creatinine results for two patient samples. The field engineering specialist had recently replaced the sample probe and decontaminated the analyzer due an issue with qc results for multiple assays. Of the data provided, only the three calcium patient results were discrepant. For patient 1 the initial ca2 result was 6.0 mg/dl. The repeat result was 10.3 mg/dl. For patient 2 the initial ca2 result was 5.7 mg/dl. The repeat result was 9.4 mg/dl. Patient 2 is a (B)(6) year old female with a date of birth of (B)(6) 1942. For patient 3 the initial ca2 result was 6.7 mg/dl. The repeat result was 9.3 mg/dl. Patient 3 is a (B)(6) year old male with a date of birth of (B)(6) 1951. All repeat results were performed on a different cobas 8000 c (701) module. The initial results were not reported outside of the laboratory. The repeat results were believed to be correct. There were no adverse events. The ca2 reagent lot number is 22142501 with and expiration date of 5/31/2018. The field engineering specialist found there was an issue with the cell rinse mechanisms. He cleaned the cell rinse nozzles, replaced the tubing, and replaced the nozzle tips. He performed mechanical checks, operational checks, and precision testing which all passed. He performed system adjustments. The customer performed calibration and qc which passed.

Manufacturer narrative:
This appears to be an isolated case in nature with no indication of systemic failure of a roche product. A historical query for this site was performed and 1 past or new escalated complaint of this nature on a like instrument was found for the past 12 months. For the error causing part there was no abnormal trend found over the past 90 days.